Manufacturer narrative:
This MDR was identified as requiring submission during a two year retrospective review. This complaint was opened as a duplicate to submit the supplemental due to a pathway error. The initial report number was (B)(4). Failure analysis (fa) received a vela front panel and conducted a visual inspection. The front panel was installed into a functional vela unit for duplicating the reported problem. The display was powered up in service mode and initialized patient-user displays and colors with no problems. The display calibration was performed. The touch display interaction was successful and can be calibrated. The reported problem could not be duplicated but failed due to intermittent operation caused by ingress moisture between the membranes of the touchscreen. The failure was isolated to the touch screen. No patient involvement/harm was reported. This is considered a known issue and addressed with an internal action. The vela front panel was scrapped.

Event description:
The customer indicated it was impossible to set the ventilator, failed touchscreen on all area. Calibration was not possible. Defective front panel: during checking the unit before a demo, there is no action when you push the touchscreen. All wire and flat cable checked and ok. Please send me asap the front panel for this unit.